Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh which is an off-label usage of the device. On (B)(6) 2025, the patient was at work when he started vomiting and had a large scale of ketones based on the ketone stick. No values for comparison were done during this time. The patient went to the emergency room and his bg was 500 mg/dl while the cgm was 156 mg/dl. He was diagnosed with diabetic ketoacidosis and was treated with an IV insulin drip. He was in the hospital for 2 day and 1 night. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.